Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 96 mg/dl. The customer stated that the middle buttons were unresponsive. The customer stated that the up or down button was stuck and scroll bar was not moving with no input. The customer stated that the alarm was in progress at the time the button was unresponsive. The customer was able to clear the alarm and the buttons were responding. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test and displacement test. All buttons functioning properly, including the center button. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.